Manufacturer narrative:
Device details are not yet known.

Event description:
Information was received indicating that a leak was found in the pilot valve of a smiths medical trach tube. The pilot valve mechanism was seen to be pushed inwards or shifted and has lost its original position by a good 10mm to distal. There were no adverse events reported.